Event description:
Healthcare professional reported a Rupture. This record is for the right side. The device was explanted.

Manufacturer narrative:
CONTINUED E1 -- ALTERNATE EMAIL ADDRESS: (B)(6). A REVIEW OF THE DEVICE HISTORY RECORD HAS BEEN COMPLETED. NO DEVIATIONS OR NON-CONFORMANCES NOTED. FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN/WILL BE REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME. REASON FOR REOPERATION: RUPTURE.

Event description:
HEALTHCARE PROFESSIONAL REPORTED A RUPTURE. THIS RECORD IS FOR THE RIGHT SIDE. THE DEVICE WAS EXPLANTED.

Manufacturer narrative:
Additional, Changed, and/or Corrected Data: B.6., H.6.